Event description:
It was reported that a pt underwent a laparoscopic myomectomy on (B)(6) 2012 and suture was used. During the procedure, the needle broke. X-rays were performed. The pt required opening of the incision and prolonged hospitalization. Additional info has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.